Event description:
There was intermittent oversensing on the rv channel which led to 52 vf detections. This device is at eri indication and was replaced. Should add'l info become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 99 charging cycles was documented. The analysis of the available iegms showed that an amount of at least 48 charging cycles was caused due to the detection of noise in the right ventricular channel. A sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The ICD was implanted for 56 months; 99 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the ICD was fully functional. The eri battery status was anticipated.